Manufacturer narrative:
(B)(4). D10. Unknown taperloc stem with lateralized neck size 13.5. Item# unknown lot# unknown unknown head 52-6. Item# unknown lot# unknown. G2. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had an initial left total hip arthroplasty performed with metal-on-metal components. Subsequently, approximately 18 years post implantation the patient underwent a first-stage revision due to pain, infection, and metal related osteolysis. Diligence is completed and no further information on the reported event has been provided.

Event description:
No additional information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6. H3: product information is unknown visual examination of the provided picture identified an explanted cup, head and stem. It is not possible to identify the reported recap cup from the photos, such as item and lot numbers and the photo is of poor quality and is small so further assessment not possible with regards to the reported recap cup. A review of the device manufacturing records could not be performed due to missing lot number. Limited medical notes were received and reviewed by a health care professional from the initial surgery which reported the following. Posterior approach. Grafting applied to the medial acetabular wall. Shell, stem, head implanted without complications minimal dictation provided. Radiographs were provided and reviewed by a health care professional and were not sent to a radiologist because they are of poor quality and would not be diagnostic. Sending the images would not enhance the investigation. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined with regards to the reported lysis however the reported infection is not deemed to be device related. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.